Event description:
Situation- fly in sterile pack. Background- team was setting-up for a case. Scrub noticed a fly pressed on the sterile mayo cover. Assessment- a fly was found on the sterile mayo cover from the total knee pack. Team discarded the whole knee pack and set-up new set. Recommendation- total knee pack with lot number was given to materials management. Site notified mfg rep for credit and he opened a complaint (rep [redacted name]) manufacturer response for sterile total knee pack, total knee pack (per site reporter) rep notified and working with site, he opened a complaint and is issuing a return and credit.